Event description:
Pt revised due to dislocation.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution during 1995. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to be reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd the investigation will be reopened. Depuy considers the investigation closed.